Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, the surgeon used dall-miles. The surgeon tried to wind a cable on a bone and tighten it with a single side tensioner. The single side tensioner could not tighten the cable. Therefore, the surgeon tightened the cable by hand.

Manufacturer narrative:
Returned to manufacturer on: 11/3/2016. An event regarding non functional device involving a d/m one-sided cable tensioner was reported. The event was not confirmed. A functional inspection could not replicate the reported event. The returned device was deemed functional. Medical records received and evaluation: not performed as no patient demographics or medical records were provided. There is no indication that patient factors contributed to the reported event. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. The event could not be confirmed nor the root cause of the reported event determined because the returned device was found to be fully functional. The instrument was able to satisfactorily tension a sample dall miles cable. If additional information becomes available, this investigation will be reopened.

Event description:
During surgery, the surgeon used dall-miles. The surgeon tried to wind a cable on a bone and tighten it with a single side tensioner. The single side tensioner could not tighten the cable. Therefore, the surgeon tightened the cable by hand.